Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b3; d7; g4; h2; h3; h6. Reported event was confirmed by review of medical records and radiographs noting patient underwent a revision surgery for recurrent dislocations. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk-head-unk, 00875706202-shell-62035294, unk-stem-unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the surgeon did not approve of the return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -04726.

Event description:
It was reported that patient underwent a left hip revision after an unknown amount of time post implantation due to pain and dislocation. The liner component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.